Event description:
A facility paramedic used the device to diagnose the patient with a supra ventricular tachycardia. Reportedly, after about three minutes of monitoring the device screen went blank. A backup device was brought on scene and used to continue patient treatment. The patient was resuscitated.